Event description:
The pt was taken to or for revision of implantable infusion port. Upon removal of the reservoir, it was noted that the distal catheter on the sleeve of the port appeared to be split and was missing. Fluoroscopy identified the catheter lodge within the main pulmonary arteries. The catheter was retrieved from the pulmonary artery under fluroscopy.

Event description:
After contacting the hospital co was informed, the device was being held on site, and will not be returned to the manufacturer.